Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and replaced the front bezel with navigation ring to resolve the issue. Following the part replacement the fse completed a performance verification test (pvt) which the device passed, confirming that the device meets specifications. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.